Event description:
On (B)(6) 2013, it was reported that the patient's sister found her unconscious in her apartment. She called for an ambulance and she was taken to the hospital. At the hospital her blood glucose level was 1500 mg/dl. The patient is still in a coma. The patient uses an infusion device, however, at this time there has not been any allegation against the performance of the device. Contact with the patient's family or the hospital staff has been unsuccessful. Any additional information will be included in a supplemental report. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.